Manufacturer narrative:
This was previously filed with the incorrect manufacturer number (0000002- 2024-00001) on may 6, 2024. Invacare was made aware of an event that occurred in guadeloupe with a birdie lift. This medwatch is being filed in an abundance of caution due to the current models and designs of the birdie evo lift is sold in the u.s. There was no allegation of a malfunction. Based on the available information, the underlying cause was user error. It should be noted the exact model of the lift and the model of the sling as well as the serial number or date code are still unknown. With the available information it cannot be conclusively proven the lift and sling involved in this incident are the exact model and design which has been sold in the us. Additional information has been requested. If further information becomes available, a follow-up medwatch will be filed.

Event description:
On april 8, 2024, invacare was made aware of an alleged incident that resulted in a death which occurred (B)(6) 2024. The reporter related one of the technicians from their agency went to the clients to collect the equipment. The reporter related the following information: the incident occurred during a transfer carried out by a nurse. The sling was incorrectly installed which caused the end user to fall. The lift and the sling are currently isolated by the police.